Manufacturer narrative:
Date of event: (B)(4) 2020. Date of report: 12jul2020.

Event description:
The customer reported that the nav-ring is not working. The field service engineer (fse) verified the reported problem. The (fse) found the nav-ring check mark button is not working. The fse could not enter service mode. After opening the user interface assembly, the fse noticed the cable from the user interface board was not connected to the board behind the nav-ring assembly properly. The customer reported that the unit was not in use on a patient. The fse reconnected the cable to the board behind the nav-ring securely to address the reported problem. The fse was able to enter service mode with no problem. The fse verified the nav ring and the touchscreen are operating fine. The unit passed the required test of the performance verification successfully.